Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The field service engineer (fse) replaced the rp-oxygen regulator assembly. The device successfully passed performance specification testing after the repair was completed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported air leakage. The field service engineer (fse) confirmed leakage, found leakage coming from the oxygen regulator. There was no patient involvement.